Event description:
Event description cpi received information that this patient was experiencing high thresholds due to the 18 month battery depletion of the defibrillator. The rate sensing portion of the transvenous defibrillation lead was capped. A new rate sensing lead was successfully implanted. The device was explanted and will be returned for analysis.